Event description:
During a left thoracoscopy, it was reported by the affiliate that when the instrument was fired, a small piece of cartridge broke off in t he pt's chest. Another cartridge was loaded and fired without incident. The broken piece was retreieved and is being returned along with the affectred cartridge for analysis. There was no consequence to the pt.